Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Device evaluation of surgical video: lens figure was normal during the injection including figure of leading haptic. Also, trailing haptic figure was normal when the lens was getting out from the nozzle. Position of the tip of rod was a little left from the center of the nozzle. However, the lens injection, including the lens movement was still normal. (B)(4).

Event description:
The reporter indicated that a ks-ain aq310ain 20.0 diopter, intraocular lens was successfully implanted into patient's eye on (B)(6) 2019. Surgeon thought the movement of the lens through injection was abnormal. The surgeon states the rod "ran a little left". Lens remains implanted. Patient experienced no issue.